Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without any blood visible. There was contrast in the balloon. The balloon was loosely folded, consistent with being inflated as reported. There was no damage noted to the balloon catheter. The inflation device used during the procedure was not returned. An ansi/hima industry standard gauge was used to measure the inflation port, which met industry standards. During functional testing, the reported leak was confirmed. A new indeflator filled with water was used to pressurize the balloon catheter. Fluid entered the balloon but the balloon did not fully inflate and the catheter did not hold pressure as fluid slowly leaked out of the guide wire port in the hub. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. To ensure this type of damage is not manufacturing related, all balloon dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. As it was reported that an attempt was made to flush the inflation port on the balloon before it was removed from the packaging, it should be noted that the armada instructions for use provides the following instructions: perform the following steps to remove all air and verify the integrity of the pta catheter. In this case, the attempt to flush the inflation lumen while still in the packaging does not appear to have contributed to the reported leak. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Based on the reported information and analysis of the returned product, it is possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak.

Event description:
It was reported that during dilatation in the peroneal artery using an armada balloon, the balloon would not hold pressure. It was necessary for the physician to continuously operate the inflation device to keep the balloon inflated. Fluid was seen leaking out of the guide wire exit port during balloon inflations. It is suspected that there was an abnormal connection between the inflation lumen and the guide wire lumen. Dilatation was performed successfully and the procedure was completed. There was no adverse patient effect and no significant clinical delay in the procedure. During the preparation of the device prior to the procedure, the user attempted to flush the inflation port on the balloon before it was removed from the packaging, which may have contributed to leak. Though requested, no additional information was provided.